Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found the battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 9. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2016. The device was recharged for 3 hours 2 minutes and the battery charged from 2.720v to 3.970v. The battery discharged to the lock mode on (B)(6) 2016; the total therapy loss count was 2. Testing of the recharge function of this ins found it to be functioning normally. The ins was placed in a body temperature oven with approximately 1cm of space between the ins and the charger antenna. A normal recharge was started manually after a physician mode recharge. The recharger had full coupling and the ins recharged for 6 hours and 7 minutes to an end voltage of 4.000v.

Manufacturer narrative:
Information references the main component of the system.

Event description:
A manufacturing representative (rep) reported that patient said their battery doesn't work as well as it used to with the previous battery. The patient had difficulty recharging and was getting a poor connection. They also felt that additional programs were needed to get adequate coverage. The rep helped reprogram the device and charge it. Later, on the day of the report, the rep noted that they removed the battery and it will be returned to the manufacturer. The implantable neurostimulator (ins) indication for use is non-malignant pain.

Event description:
Additional information was received from the manufacturer representative (rep) indicated that the surgeon did the explant without the manufacturer present. They did give the battery post-procedure. The patient was no re-implanted with another manufacturer product. It was noted that not all parts of the stimulation system were removed. The patient was recovering from explant procedure without issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.